Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.

Event description:
The implant failed due to unk reason. Fixture was placed at #17 and removed after 7 mos. Moderate oral hygiene, moderate bone condition, traditional 2 stage surgery, healing abutment load, prosthetics attachment (bridge).